Event description:
It was reported that the pacemaker was found in backup mode and twitching was observed. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The event of unexpected mode switch was confirmed. The event of extra cardiac stimulation was not confirmed. The device was received in normal operating mode with battery voltage above elective replacement indicator (eri) at the preliminary screening. The device entered bvvi after the preliminary screening before full analysis began. Analysis performed found nmi memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing showed no anomaly. Muscle stimulation is consistent with the device operating in unipolar mode during the bvvi period. The backup operation could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.